Manufacturer narrative:
On april 13, 2026, he mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Per initial examination, mentor became aware that the reported suspect medical device (originally designated as the right breast implant) lot 6464885, was found intact. However, the originally designated left breast implant, lot 6486081, was identified to be ruptured. Multiple follow ups were performed but no clarifying information was made available. Mentor will conservatively report the ruptured implant, 6486081, as the suspect medical device for now. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent primary breast augmentation with two 385cc mentor memorygel breast implants. Post-operatively, the patient was diagnosed with right breast implant rupture. As a result, the patient underwent breast implant removal and replacement surgery on (B)(6) 2026. The replacement devices were two mentor gel implants.